Event description:
This is a report of a leak in a cassette that occurred during use by a patient while performing peritoneal dialysis (pd) therapy (details not provided). The leak was identified while removing the cassette. There was patient involvement; however there was no patient injury, medical intervention, or adverse reaction indicated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to the reported problem during the manufacture of this lot. The cassette was returned for evaluation. A visual inspection was performed with the naked eye and with a microscope. Upon conclusion of the visual inspection, the reported problem of a leak was verified, and damage to the cassette sheeting was identified. Clear passage testing, clamp function testing, and device-device interaction testing were performed without any issues noted. Underwater pressure testing was performed, and the results verified the presence of a leak through damaged cassette sheeting. The cause of the reported leak was determined to be a puncture/tear in the cassette sheeting. Should additional relevant information become available, a supplemental report will be submitted.